Event description:
Company representative reported unknown side "confirmed at the 9th oncoplastic surgery society chairman's lecture. Twelve infectious disease cases were confirmed after implantation of the tissue expander, and continuous saline infusion and intermittent drain inhalation were performed, and all cases recovered without removal." The device remains implanted.

Manufacturer narrative:
9th oncoplastic surgery society chairman's lecture. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infectious disease".

Manufacturer narrative:
Reason for reoperation: b5. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Initially reported via healthcare professional. Affected side is unknown.